Manufacturer narrative:
Based on the claim against the product by the customer noting the clip application issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) issued an RMA for the return of the clip applier instrument but did not receive the da vinci product with an alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable malfunction due to the following conclusion: during a da vinci-assisted cholecystectomy procedure, the clip applier instrument would not release the clip(s) from the jaws.

Event description:
It was reported during a da vinci-assisted cholecystectomy procedure, the large clip applier instrument would not release the clip(s) release from the jaws. The site tried two clip appliers with the same result. The reporter mentioned the operating room (or) staff will try the clip applier on a different arm and will make sure the clip applier had a good solid engagement. The procedure continued as planned with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.